Event description:
N/a.

Manufacturer narrative:
Additional data.

Manufacturer narrative:
The device was not made available for evaluation. The root cause is unable to be determined. If any additional information is provided, a supplemental report will be submitted. Journal article citation: frommer, adrien, et al. "Focal osteolysis and corrosion at the junction of precice stryde intramedullary lengthening device." Bone and joint research, vol. 10, no. 7, 16 july 2021.

Event description:
Information was received via literature that the patient reported pain during distraction. Additionally it was reported that the patient had lytic osteolysis and the implant was found to have a corrosive stain.